Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Performed visual inspection and found no problem related to the reported issues. Checked the logs and there were no relevant errors. Installed on an internal test system and the armrest ergonomics was found to be inoperable. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a failure of the armrest motor. This issue can be resolved by fse replacement of the armrest motor module.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified that the armrest ergonomics did not move. The fse checked the error logs, but did not see any errors related to the issue. The fse moved the armrest manually, which triggered a 23005 fault. After recovering the fault, the ergonomics worked. The fse replaced the armrest motor assembly. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the armrest buttons on both sides of the console were not working. Prior to calling, the site performed hard reboots with no change in the issue. The caller indicated that there were no faults present on the system, and technical support engineer (tse) was unable to view logs at the time of the call. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the console armrest issue was identified during the procedure. The surgeon switched to their secondary console to complete the procedure robotically. There was no harm to the patient.